Event description:
The initial reporter received a questionable phos2 (phosphorus) result from one patient sample tested on the cobas 8000 cobas c 502 module. The initial result from the module was 6 mg/dl. The repeat result from another analyzer was 4 mg/dl. The initial result was not reported outside of the laboratory.

Manufacturer narrative:
The reagent lot number is 801953. The expiration date was not provided. The field service engineer (fse) inspected the module and replaced the gear pump. The investigation determined the event was consistent with a gear pump issue. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.